Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient experienced bad pain that started at their buttocks and now was going down their right leg as well. It hurt most when the patient was walking, going up and down stairs, and getting in and out of a chair. It was noted it felt like the patient¿s implant was sticking out as well. The patient had gone to see their ibs healthcare provider (hcp) and they told the patient that the pain was not coming from the systemic nerve. The hcp gave the patient some ibuprofen but that did not help. The patient was not sure where the pain was and wanted to know if it could be coming from the implant. It was reviewed tha the patient could turn off the implant to see if the pain goes away and could turn it back on when they felt it was appropriate; the patient was able to successfully turn the implant off. It was reported that the patient had a bad shoulder and several years ago had a rotator cuff surgery. The patient¿s shoulder started to hurt again and the patient was unable to get an MRI because of the implant. The pain was not excruciating like the pain in their butt, but they could tell when they had the shoulder pain when they move a certain way. The patient wanted to know if they could have the implant removed to get the MRI then put back in; it was reviewed that the patient would need a full-system explant to have an MRI of the whole body, and that the patient could discuss options with their managing hcp. It was noted the patient had a total knee replacement on (B)(6) 2017 and had some issues due to the knee replacement but they had settled down. The patient experienced a few falls that could be related to the issue, but none were recent. The patient had a fall close after their knee surgery and landed on their back, and another fall and landed on their knee cap. No recent medical test or electromagnetic interference exposure were reported that could be related to the issue. The patient was redirected to follow-up with their hcp to address the issue with the pain in the buttocks and right leg. No further complications were reported/anticipated.

Manufacturer narrative:
The system and other applicable components are: product ID (B)(4) lot# va0jh4l serial# implanted: (B)(4) 2014 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that they had a surgery scheduled for (B)(6), as 2 leads were not working and the battery was not working. It was not determined if/how the fall affected the system and it was noted the patient had a sciatic nerve problem. No further complications were reported.